Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) new york. Livanova field service representative in charge of the maintenance activity in order to solve the issue replaced the stirrer motor. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that at start-up a heater-cooler system 3t displayed on patient side an error message (e07 code) associated to stirring mechanism blocked or too slow. In addition, stirrer motor was not spinning. The issue occurred during maintenance activity. There is no patient involvement.

Manufacturer narrative:
H11. A device service history review has been performed and no concerning trend has been identified for this issue. Based on the outcome of service activity, the most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works such as condensation, humidity and high temperatures, and by the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.